Event description:
It was reported by an administrator that the patient passed away while using the dexcom g7 continuous glucose monitor system. According to the reporter, prior to the patient's death, the patient had expressed concerns to her friends and family that the cgm had been providing incorrect readings. Whether and how these inaccurate readings were related to the patient's death, however, were not specified, nor were any other details provided. Dexcom representatives have attempted to follow up with both the reporter and the reporting organization multiple times for further details, but were told that it was an ongoing investigation, and no new information regarding the event, nor patient information were received. No data was returned for the alleged date of incident on (B)(6) 2024. Without performance data to investigate, the complaint of discrepancies remains unconfirmed. The probable cause of the alleged event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).